Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had flashing display. Customer¿s blood glucose level was 14.3 mmol/l. Customer reported that the insulin pump was alarming and red light was flashing. Customer clicked select button and nothing was happen. Customer reported that the screen was not completely blank. Customer reported that the alarm were occur during button were not responding. Customer was unable to clear the alarm. The partial display did reoccurred. The screen did not turned on. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no frozen display noted during testing.